Event description:
It was reported that the pad of the impactor instrument fractured while the femoral component was being impacted. There was no patient impact and no adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual inspection of the returned device found it to exhibit signs of repeated use (nicked and gouged) and the side with the cr etch has fractured off. All pieces were returned. The impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode and align with a zrm in which an overload fracture failure mode was identified. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The device has been in the field for approximately 7+ years. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d2b; d4; d9; g3; g4; h4; h11. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.